Manufacturer narrative:
A philips remote service engineer (rse) confirmed that the customer's audio receiver did not work and provided the customer a quote for a replacement. The rse sent the customer a replacement remote speaker kit to resolve their issue. Multiple attempts were made to obtain the device serial number and software version. No further information was provided. Report phone number: (B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating the system audio receiver does not work. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.